Manufacturer narrative:
The technician replaced the power control board to resolve the issue.

Event description:
The technician alleged that the bed functions are not working and the power control board is wet. No patient impact.